Manufacturer narrative:
Unit received with motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. No unexpected heating up of battery, battery tube or electronic assy was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assy was noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm, after rewinding it started working again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.